Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received unfired. The device was tested for functionality in the articulated position with the returned cartridge and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy, the cartridge came off of the endocutter at the first firing. The cartridge did not fall into the patient. The jaws of the clip applier could not be opened. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.